Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient, was then transferred to the intensive care unit (ICU). The patient was dehydrated, positive ketones and was vomiting. The patient's blood glucose (bg) values reached 700 mg/dl. For treatment, the patient was given intravenous (IV) insulin and fluids. The cannula was bent, while wearing the pod between 1 and 4 hours on the abdomen. The patient was discharged after 1 night.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.